Manufacturer narrative:
Results of evaluation: conclusion: based on the visual examination and functionality testing, it was confirmed that the instrument failed to arm. No conclusion could be reached as to why this had occurred.

Event description:
During a laparoscopic lymphadenectomy, it was reported that the device would not arm. It was reported that a new trocar was introduced to complete the case. There was no consequence to the patient.